Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore tag thoracic endoprosthesis instructions for use (IFU) states: complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: neurologic damage, local or systemic (e.g., stroke, coagulopathy). Additional devices related to this event include: (B)(4).

Event description:
On (B)(6), 2011, the patient underwent treatment for ulcerated placards and a dissecting aneurysm in the descending thoracic aorta. Three gore tag thoracic endoprosthesis were implanted with the most distal device being placed at the origin of the celiac artery and the most proximal device placed at the origin of the left subclavian artery. The patient tolerated the procedure well. There was thrombus throughout the thoracic aorta and abdominal aorta. On (B)(6), 2011, the patient suffered a minor right hemisphere stroke. The patient tolerated the procedure. The patient was released to a rehabilitation facility. The patient developed a golf ball size swelling at the femoral artery access site. An ultrasound on (B)(6), 2011, confirmed it was not a pseudo aneurysm, but a hematoma. The patient suffered no lingering effects from the stroke. The patient has a history of coagulopathy and the physician believes this caused the stroke.